Manufacturer narrative:
A medtronic representative inspected the imaging system onsite and confirmed the system was not boot up as expected. The cause of the issue was due to the stand alone board had failed. The replaced the board and the issue resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. The suspect part has been returned to the manufacturer for evaluation, however results are unavailable at this time.

Event description:
A medtronic representative reported that while in a electrode and probe placement procedure, the imaging system went into stand alone mode. The site had booted the system for the case and it was working normally. Then when they went to use it, it was showing a standalone mode message. The generator bar was now showing loading and the navigation system bar had a red x. The patient had already been pinned. The site aborted the case after a 15 minute delay. There was no impact on the patient outcome.

Manufacturer narrative:
The stand alone board and relay was returned to the manufacturer for analysis. Analysis found that the board failed bench test and there was no output from the board. The fuses and varister passed the continuity test and the relay passed the bench test.. Analysis found that the reported event was related to an electrical issue.